Event description:
It was reported that during a ptci procedure in the proximal lcx, the tristar was passed through the lesion and pressure was applied, but the balloon ruptured at 12atm. There was a dissection noted in the lcx which was treated with an additional stent. The second stent was deployed without difficulty.